Manufacturer narrative:
Visual inspection: the tulip head is overextended on the screw shank bulb, causing it to be jammed and angulated on the bulb. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. It was reported that the screwdriver was used to remove the screw. After the tulip jammed, pliers were used to remove. The level at s1 was not a difficult angle. The screwdriver was not misaligned with the screw and the surgeon did not appear to apply excessive force. The bone quality was good. The tulip head overextended on the screw shank bulb, causing it to be jammed and angulated on the bulb. Although the surgeon reportedly did not apply excessive force or misalign the screwdriver, possible root causes for this include excessive force applied during removal, overangulation of the screw and/or screwdriver not fully engaged with the screw.

Event description:
It was reported that after implanting a xia deformity reduction long arm polyaxial screw 6.5 x 40mm at s1, the surgeon attempted to remove a and replace with a larger diameter screw intra-operatively. There was difficulty removing the screw resulting in a surgical delay of more than one hour. Once removed, it was discovered that the end of the screw was separated from the shaft rod. No adverse consequences or harm to the patient were reported.

Event description:
It was reported that after implanting a xia deformity reduction long arm polyaxial screw 6.5 x 40mm at s1, the surgeon attempted to remove a and replace with a larger diameter screw intra-operatively. There was difficulty removing the screw resulting in a surgical delay of more than one hour. Once removed, it was discovered that the end of the screw was separated from the shaft rod. No adverse consequences or harm to the patient were reported.